Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. C2/d10 concomitant products grid - added. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received partially deployed. This is not in alignment with the product condition update, which stated the device would be returned in a deployed condition. Blood was present at the distal tip of the delivery catheter and in the rotating hemostasis valve (rhv). The device was flushed; however, the stent stabilizer was unable to be removed from the delivery catheter due to the presence of dried blood within the device. The stent was noted to be intact. All four marker bands were present on both ends of the stent. The stent stabilizer was kinked/bent at the proximal end. The delivery catheter was flattened/crushed at multiple points throughout its length. Functional inspection revealed the stent stabilizer was unable to be advanced within the delivery catheter, and the stent was unable to be deployed as normal. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent failed/unable to open' could not be confirmed. The stent was returned partially deployed through the distal opening of the outer (delivery) catheter. The deployed section of the stent was fully expanded. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was reported that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous' with 45% stenosis and calcification at the lesion. It was reported that 'after the stent system was delivered to the lesion site and the stent was deployed, the physician found that although the stent could be pushed out, it failed to expand. Despite multiple attempts, the physician was unable to resolve the issue and had to withdraw the stent. The procedure then continued with balloon dilation, and the surgery was completed successfully'. A product condition update was provided which stated that 'the stent will be returned with condition of deployed, but it was not deployed prematurely during the procedure inside patient's body. It was deployed after the procedure by operator when checking'. In the additional information received, it was reported that the user stated that the stent could be deployed but was not able to be expanded. There was no friction experienced when moving the system over the guidewire, or between the stent delivery system and the guide catheter as it was advanced to the lesion. There is also a response that the physician did attempt to deploy the stent on the table outside of the patient's body. The stent was returned for analysis partially deployed through the distal tip of the delivery (outer) catheter. This is not aligned with the event description and follow-up information provided by the user. There was blood present at the distal tip of the outer catheter and also in the rhv at the proximal end of the device. This suggests that insufficient continuous flush might have been a contributing factor in the case of this complaint. The stent delivery catheter was deformed (flat/crushed) at several locations along its length. This damage, combined with the dried blood and procedural fluids inside the outer catheter, meant that it was not possible to advance the stent to deploy it. Instead, the stent was removed from the outer catheter by pulling on the stent distally. Once removed from the outer catheter, the stent was noted to be undamaged. The stent stabilizer was also kinked/bent towards the proximal end of the device. Friction was noted when attempting to advance/retract the stabilizer within the outer catheter. In the case of this complaint, it is most likely that, due to unknown procedural and/or anatomical factors (and possibly complicated by insufficient continuous flush), the user experienced resistance while attempting to deploy the stent. The resulting manipulation of the stent system is likely to have resulted in much of the damage noted during device analysis. The as reported event stent failed/unable to open has been assigned not confirmed and the as analyzed events stent delivery catheter flat/crushed, stent stabilizer kinked/bent, stent stabilizer/catheter friction, stent partial deployment have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during middle cerebral artery (mca) stent angioplasty case, subject stent failed to expand when part of stent was deployed. Despite multiple attempts, the physician was unable to resolve the issue and had to withdraw the subject stent. The procedure was completed successfully with balloon dilation without any clinical consequences to the patient.

Event description:
It was reported that during middle cerebral artery (mca) stent angioplasty case, subject stent failed to expand when part of stent was deployed. Despite multiple attempts, the physician was unable to resolve the issue and had to withdraw the subject stent. The procedure was completed successfully with balloon dilation without any clinical consequences to the patient.